Event description:
It was reported that a malfunction on the pump occurred, indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, resolving the issue, and the customer was advised to continue using the pump and contact support if the problem recurred.